Event description:
During product evaluation,failure code 570:320:866:0000 was found in the pumps event history.there was no patient injury or medical intervention necessary accorfing to the hospital representative.